Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone and did not question system performance. The cause of the event was incorrect reagent pack loading on the instrument's reagent carousel.

Event description:
The customer reported indeterminate (ind) flags on gi monitor (ca 19.9) quality control (qc) involving access 2 immunoassay system. During troubleshooting, it was discovered the customer had incorrectly loaded the gi monitor (ca 19.9) reagent pack. The reagent pack was in position #3 instead of position #2 in the reagent carousel. The customer unloaded the reagent pack from the instrument's reagent inventory. The customer was advised to reanalyze any patient samples back to the last acceptable quality control (qc); six patient samples were identified, and retest results were equivalent to the original values. Patient results were not impacted. There was no patient consequence associated with this event. The instrument was in normal operation.